Event description:
Reporter alleged the blood glucose device generated a result prior to the test strip being dosed with blood or control solution. Customer stated she was unable to recall the blood gluocse value on the display screen of the meter at the time. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.